Manufacturer narrative:
Pump error 37 alarmed during rewind due to corroded motor home switch. Unable to performed displacement, rewind, seating and basic occlusion due to pump error 37. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had the pump error. The blood glucose at the time of the incident was 128 mg/dl. The device will be returned for analysis.